Event description:
It was reported that the pt implanted in late 2009. Two months later, the battery was completely depleted. The doctor felt the battery depleted too quickly. The pt was scheduled for battery replacement which had not yet occurred as of the date of this report. No pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.